Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for three days due to high blood glucose of 800mg/dl. The caller stated that the doctor believes the insulin pump was malfunctioning. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. No further information was provided.